Event description:
The patient reported that about 10 devices that came off about 35 - 45 after taking a shower. The patient applies the v-go 40 device to the back of the arm and his thigh. The patient confirmed that he preps the application site with an alcohol prep and that there is no interference.